Event description:
The customer reported that the system failed to properly save and recall the patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The ps1 power supply was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.